Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an femoral nailing surgery, the tab on the insertion handle broke. A second instrument set was opened and a replacement handle was used to complete the procedure with less than five (5) minutes delay. The procedure was successfully completed. No further information provided. This report is for one (1) standard insertion handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it is visible that the positioning pin on the proximal end sheared off and is missing. Furthermore, the instrument shows dents, scratches and deformation all over the instrument. Dimensional inspection: checked dimensions with caliper per relevant drawing. Outer diameter specification = pass. Inner diameter specification = pass. The relevant dimension of the pin could not be verified due to the damage. Document/specification review: relevant drawing was reviewed to verify the relevant dimensions. The manufacturing documents were reviewed and it can be confirmed that the device was as part of our quality process manufactured, inspected, and released to the approved specifications. Investigation conclusion: the complaint is rated as confirmed as the positioning pin is sheared off. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information the exact cause of this occurrence cannot be defined. Due to the sheared off appearance we can only assume that during the nail insertion too high torsional forces in combination with a loose connection with the nail did lead to a mechanical overload. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.010.045. Lot: 9020815. Manufacturing site: hägendorf. Release to warehouse date: july 31, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.